Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a vertical expandable prosthetic titanium rib (veptr) ii procedure on (B)(6) 2016. While attempting to maintain distraction of the ribs post-toracostomy, one foot from the rib blade disengaged from the rib distractor/retractor and entered the chest cavity of the patient. It was very difficult for the surgeon to retrieve the device as it had gone very deep beneath the lung. After several attempts with different sized clamps, the foot of the device was able to be extracted from the patient. The procedure was ultimately completed, but a thirty (30) minute prolongation was noted. The patient was reportedly doing well post-operative, but required post-operative follow-up observation to check for pneumothorax. This report is 2 of 2 for (B)(4).